Manufacturer narrative:
(B)(4). A batch review will be performed. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small white particle was observed in the glucose chamber of a multilayer bag set. It is unknown when the reported condition was occurred. There is no report of patient involvement. No additional information is available.